Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the 4.5 healix advance br3sut device became entangled with the soft tissue and then finally cracked. It was reported that no fragments were left in the body. It reported that there was a less than 30 minute delay in the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an arcr (arthroscopic rotator cuff repair), the surgeon struggled with inserting the anchor because it became entangled with the soft tissue. Finally, the anchor cracked. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: 6l68642, and no non-conformances related to the reported complaint condition were identified. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.